Manufacturer narrative:
As received, a complete lead was returned in one piece and the helix was retracted and clogged with blood/tissue. Visual inspection of the lead did not reveal any anomalies with the exception of damages consistent with those occurring at the time of explant. After cleaning, helix could be fully extended and retracted. The measured helix extension length was within specification. Electrical testing did not reveal any indication of conductor fractures. The cause of the reported event was isolated to the helix being clogged with blood/tissue. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, while positioning the right ventricular (rv) lead it was noted the helix would no longer extend. The lead was implanted as a passive lead due to the patient's condition. Furthermore, after the implant procedure, it was noted that the capture threshold was variable. The lead was then explanted and replaced, and the patient was stable with no adverse consequences.